Event description:
It was reported that ongoing intermittent occlusion alarms occurred resulting in the customer¿s blood glucose (bg) level intermittently displaying as ¿high¿; however, a specific value was not provided, nor could the customer provide specific dates when the elevated bgs occurred. Elevated bgs were addressed by a manual insulin injection. Reportedly, the customer had been using the same infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the infusion set is indicated for use with the mobi pump for 3 days. Customer changed pump supplies to address the issue.